Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the clip failed to deploy. An attempt to use the access ports were unsuccessful. Counter traction and assertive pull was used to remove the device from the patient's anatomy. Manual compression was used to achieve hemostasis. There were no adverse patient effects reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.